Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine was displaying a level detector alarm and the blood pump tubing segment was damaged. The bmt stated that he replaced the blood pump rotor to resolve the reported issue. Machine was returned to service and the faulty part [blood pump rotor] was sent via rga #66561838 on (B)(6) 2023. It was confirmed there was no patient harm, injury or adverse events reported with this incident. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, damaged the blood pump tubing and caused a blood leak to occur. The bmt was unable to provide specific details on the event. The bmt stated the rotor sleeves (around the pins) were loose and coming off and causing tearing on the blood pump tubing. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. Per bmt it was unknown if rotor was the original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with both rear sleeve (guide sheave) loose and deformed. The sleeves can be easily removed from the guide pins and there are signs of debris on both pins. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The rear sleeves remained intact throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage and loose component was confirmed. The fluid leak event was not confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine was displaying a level detector alarm and the blood pump tubing segment was damaged. The bmt stated that he replaced the blood pump rotor to resolve the reported issue. Machine was returned to service and the faulty part [blood pump rotor] was sent via rga #66561838 on (B)(6) 2023. It was confirmed there was no patient harm, injury or adverse events reported with this incident. Upon follow-up, the bmt stated the blood pump rotor of the machine, a fresenius 2008t machine, damaged the blood pump tubing and caused a blood leak to occur. The bmt was unable to provide specific details on the event. The bmt stated the rotor sleeves (around the pins) were loose and coming off and causing tearing on the blood pump tubing. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. Per bmt it was unknown if rotor was the original to the machine. The bmt also stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.